Event description:
Customer reported that the sensor gave inaccurate readings and the insulin pump inappropriately went into threshold suspend. Customer stated that she does have scar tissue in her abdomen. The blood glucose reading was 145 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.